Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the top case on both front corners was cracked and the plunger case seal was missing. A review of the event history log identified force sensor test error in the history. Functional testing was performed using the power up process and test force sensor reading. The force sensor reading failed. The root cause of the problem was that the force sensor was out of calibration from normal wear as the device was over 9 years old. To resolve the problem, the force sensor was recalibrated. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor failure. No patient injury was reported.